Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. The device was returned to the factory for evaluation on 12jun2020. An investigation was conducted on 15jun2020. There were signs of clinical use and no evidence of blood. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base and the tip of hot jaw. The silicone insulation on the cold jaw was observed to be peeled off a quarter way and detached, exposing the metal piece on the tip of the cold jaw. The detached part was not returned back for evaluation. No other visual defects were observed. Based on the returned condition of the device, both the reported failure "peeled jaw" and the analyzed failure "material twisted/ bent wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cover on the jaws was torn and missing. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cover on the jaws was torn and missing. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: h2 reported in initial MDR report 2242352-2020-00525 as device evaluation; h6 evaluation result codes and evaluation conclusion codes changed. Trackwise # (B)(4).